Event description:
Customer's mother reported via phone, she removed the battery form the insulin pump and all the setting were cleared since the device alarmed unexpected restart. Customer's mother didn't know customer's blood glucose level at the time of the event. The device had also alarmed external ram crc error. Troubleshooting was only done for the unexpected restart. Customer's mother stated there wasn't a temp basal prior to the device alarming. Alarm occurred right after a new battery was inserted. Customer's mother was advised to monitor the device. The device is not returning for further analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.